Event description:
International customer reports in the peer reviewed surgical journal, (journal of bone and joint surgery 2003, 85-a: 2006-2009) that a patient presented with a granuloma mimicking an infection. The patient underwent an excision and drainage of the surgical site.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.